Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to charge to 200 joules. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The reported malfunction was observed by a zoll representative during an onsite visit. Two emails were sent to the customer to verify if the device will be sent for evaluation. The customer responded stating that the device will not be returning for evaluation. Analysis of reports of this type has not identified an increase in trend.